Event description:
The end user fell while using the walker and was diagnosed with rib fractures.

Manufacturer narrative:
It was reported that a resident in the nursing home fell while using the walker. She was transported to the hospital and admitted with fractured ribs. When the emt arrived, they noticed a screw had fallen out of the walker. The fall was not witnessed. It is not known if the end user fell causing the screw to fall out or if the screw fell out contributing to the end user falling. The sample was not returned for evaluation. Photos were sent showing damage at the location of the folding mechanism. An indentation was observed where the rivet had been located suggesting that a significant force had been applied to this area. The overall condition of the device could not be determined from the photos. The care and maintenance of the device is not known. No additional information was provided regarding the incident. In the absence of a sample and additional information, a root cause has not been determined. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.